Manufacturer narrative:
(B)(4). This report is 1 of 2 allegations of wire/needle/cannula damage or missing that had similar event details. Related records: (B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient had half of the broken sensor wire remained in the skin. This report is 1 of 2 allegations of wire/needle/cannula damage or missing that had similar event details there was inflammation/ swelling in the area. The patient went to the emergency department (ed) unaccompanied at approximately 9:30 pm. The patient underwent an x-ray, which was followed by a procedure to remove the retained sensor wire fragment, (an incision was made in the skin to remove the wire). Following the procedure, a bandage was applied to the affected area. No medication was administered. The patient was discharged and returned home at approximately 11:30 pm. No other details were documented. At the time of report, the patient¿s condition was unspecified. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.